Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate electric shock due to fast supraventricular tachycardia (svt). Programming options were recommended. Currently, this product remains in service and no additional adverse patient effects were reported.